Event description:
It was reported that a transfer set was being used with a plastic catheter adaptor. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number was unknown, a device analysis could not be completed. However, the peritoneal dialysis nurse reported using a plastic adaptor with the transfer set. The transfer set labeling explains that the set should be used with a baxter titanium adaptor. Furthermore, it warns, ¿baxter has no control over variability, tolerances, mechanical strength or changes in these products which may be made from time to time. Therefore, baxter cannot ensure that the dialysis products of other manufacturers, when connected with its products, will function in a satisfactory manner." Should additional relevant information become available, a supplemental report will be submitted.